Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reached out to olympus for a servicing inquiry and reported that the video system center when scope went in it bent the pin inside. The device was not returned for evaluation and there was no report of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction of ¿no image¿ due to bent pin reported by the customer.